Event description:
It was reported the confidence kit's cement was mixed normally. They went to inject the cement and the hydraulic injection pump started leaking water at the end of the water container. The surgeon ended up injecting a couple of cc's max and then stopped. A second confidence kit was opened but they ended up not mixing it as the surgeon was worried that the leaking would affect the cement that he was injecting in the patient. It was reported that the difficulty did not result in any adverse consequences to the patient and there was no significant delay.

Manufacturer narrative:
The confidence spinal cement system, 11c was returned for evaluation. Visual inspection found no issues with the pump system. The system was then functionally tested. The system functioned as intended. A review of the device history record (DHR) identified no issues during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was not conducted as the returned device was tested and was found to be functioning as intended. No issues were identified in the manufacturing or release of these devices that could have contributed to the problem reported by the customer. No product problems have been identified in this complaint. Therefore, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.